Manufacturer narrative:
There is no indication that the access® accutni+3 reagent device was returned for evaluation. The field service engineer (fse) inspected the instrument and did not observe any hardware issues that would contribute to the discrepant troponin results. The fse did adjust the high voltage ultrasonics and made minor adjustments to the pipettor alignments. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported erratic troponin I (access® accutni+3) results, for one patient, involving the access® accutni+3 reagent used in conjunction with the access® 2 immunoassay system. An initial result of 0.08 ng/ml was obtained. The customer retested the sample, per laboratory protocol, as the result exceeded the laboratory's critical value of 0.05 ng/ml. The customer obtained a retest value of 0.02 ng/ml. The sample was reanalyzed a second time, on the same instrument, and obtained a result of 0.05 ng/ml. The customer then reanalyzed the sample the following day, on the same instrument, and obtained a result of 0.04 ng/ml. The customer reported the result of 0.05 ng/ml to the hospital as a critical value. There was no patient injury or change in patient treatment associated with this event. The patient's sample was centrifuged at 3,600 rpm (rotations per minute) for ten minutes. No sample integrity issues were noted. The customer indicated all three levels of quality control (qc) were within specifications at the time of the event. System check was within specifications the day following the event. No system issues were noted. The instrument was in normal operation at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.